Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown cup. Unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00630. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient dislocated. Posterior impingement was also noted. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.